Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach for a lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the device, but was unsuccessful. The clip was bent, and the joint area was curved. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach for a lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the device, but was unsuccessful. The clip was bent, and the joint area was curved. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not deploy. Block h10: investigation results the resolution clip was returned to boston scientific for laboratory analysis. Visual inspection noted the device returned with the clip assembly attached, but no outer sheath present. A microscopic examination was performed, and it was found that that the clip had both activations performed. Additionally, a functional examination was performed, and it was found that there is no communication between the handle and the clip assembly. No other problems with the device were noted. The reported event of clip could not deploy was confirmed. The investigation found that the device was returned with the clip assembly attached, with both activations performed and with no communication between the handle and the clip assembly. Additionally, the device returned without the outer sheath, however there is not enough evidence to clarify how these exactly occurred. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.